Event description:
Information was received that device had error: cassette not attached properly. It was reported that additional information is not known.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. The pump was found to be displaying "cassette not attached" alarm message during the investigation. According to the investigation, the pump latch/lock flex will be replaced. The problem source of the reported problem is unknown.